Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had hyperglycemia. Blood glucose at the time of event was 488 mg/dl. Insulin pump was not working from last night. Customer said she gave some manual shots and now her blood glucose was 438 mg/dl. After installation of new battery insulin pump restarted but keypad was not working or responding. Customer trying to deliver meal time bolus when the keypad suddenly stopped responding. Customer stated that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Insulin pump did not receive button error alarm. Insulin pump did not expose to change in altitude. Insulin pump will not be returned for analysis.